Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bilateral revision tkr attune tkr 15/8 - patient fall and wound issue right side revision 20/9/19 pc # (B)(4) - quads tendon rupture. Massive laxity medially left and right - patient in splints since 20/9 revision - dislocation bilateral when splints removed 2nd revision right and 1st revision left (B)(6) 2019 right - increase poly from 7mm to 10mm to decrease laxity - mcl and lcl might be ok to support this. Left - full srom revision - insufficient mcl and parapatellar tendon rupture please note _ nil issues with implants - pt fall - ruptured tendons and ligaments - leading to 2 revisions right (20/9 wound issues and prophylactic poly change and 5/11 increase poly width) and 1 revision left (srom - insufficient mcl).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.